Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2001 the patient suffered an alleged work related injury with subsequent back pain. On (B)(6) 2002 the patient presented with lumbar strain. X-rays taken were normal. The patient was advised to wean off of the lumbosacral support, take anti-inflammatory medications and was released for modified work, with desk-type activities. On (B)(6) 2002 the patient presented with neck pain and low back pain with associated left leg numbness and soreness. The patient was positive for cervical compression. X-rays of the lumbar spine showed mild degenerative changes in the lower lumbar spine. Impression: cervical sprain/strain; lumbar sprain/strain; and lumbar radiculopathy. The patient was on temporary total disability. On (B)(6) 2002 the patient presented with low back pain and expansion of the right t12-l1 neural foramen as seen on a prior study. The patient underwent a lumbar spine MRI which demonstrated a csf filled space expanding the right t12-l1 neural foramen without evidence of associated enhancement. This was most consistent with focal dural ectasia or a lateral meningocele. It could also have represented tarlov cyst. This finding was of uncertain clinical significance. There was disk desiccation and subtle annular bulge at l5-s1. On (B)(6) 2002 the patient underwent a thoracic MRI which showed some strange signals in the t12-l1 region. There was a suggestion of what might have been a lateral subarachnoid cyst or an enlarged foramen due to some structure such as a conjoined nerve or other neural enlargement. It appeared on two sagittal cuts. This may have been an artifact. On (B)(6) 2002 the patient underwent a lumbar MRI which indicated a central l5-s1 disc bulge. There was degeneration of the l5-s1 disc. There was the appearance of a small posterior annular tear at that level. The other levels appeared to be within normal limits. Conclusion: degeneration, l5-s1 disc with annular tear. On (B)(6) 2002 the patient presented with mild to moderate spasm in the low back and pain. On (B)(6) 2002 the patient presented with mid lumbar pain and pain radiating into the left buttock and into the left foot. Pain was described as achy, shooting, stabbing, sharp, continuous, and miserable. Impression: lumbar pain with left lower extremity radiculopathy; problems in the left l5 or left s1 nerve root and highly anxious pre-operative state. Medications: soma and naprosyn. The patient underwent a caudal epidural injection, epidurogarm, and epidural adhesiolysis. No patient complications were reported. On (B)(6) 2002 the patient presented with pain and spasms with restricted rom. On (B)(6) 2002 the patient presented with lumbar degenerative disk disease and lumbar radiculopathy, the patient underwent a left l5-s1 and s1 lumbar epidural steroid injections. No patient complications were reported. On (B)(6) 2002 the patient presented with lumbar degenerative disk disease and underwent a l5-s1 and s1 intra-laminar epidural steroid injection. No patient complications were reported. On (B)(6) 2002 the patient presented with low back pain with stable symptoms. Per the encounters notes the patient had recently been to the ER for a complication with the last epidural injection. In (B)(6) 2002 reportedly the patient had constant low back pain and frequent left lower extremity pain. On (B)(6) 2002 the patient presented with lumbar sprain/strain and lumbar degenerative disc disease. On (B)(6) 2002 the patient presented with some abnormality of the disc space at t12-l1 and degenerative changes noted at l5-s1 with fissuring of the annulus. The patient reported constant slight low back pain, increasing to a slight tomoderate level on an intermittent basis and frequent slight to moderate left lower extremity pain. Impression: stable cervical sprain/strain; lumbar sprain/strain; and lumbar degenerative disc disease with probable internal derangement, l5-s 1. The patient was thought to have reached the point of maximum medical improvement. Permanent and stationary disability. On (B)(6) 2002 the patient presented with mild to moderate spasm of the low back. On (B)(6) 2002 the patient presented with exacerbation of back pain. On (B)(6) 2002 the patient presented with possible lumbar internal disrupted discs and underwent a lumbar discogram at l4-5 and l5-s1 which revealed l4/5 was negative and l5-s1 showed a disruption extending to the disc margin, with contrast in the spinal canal. Familiar pain could be reproduced. On (B)(6) 2002 per the encounter notes the patient had undergone lumbar discograms but had had problems with pain/reaction afterwards. Examination revealed tenderness to palpitation in the lumbar spine with significant spasms. On (B)(6) 2002 the patient presented with significant increase in pain since the discogram on the (B)(6). Per the encounter notes that patient had an allergic reaction to the local anesthesia given that day. On (B)(6) 2002 the patient presented with severe back pain radiating into the left lower extremity and the preoperative diagnosis of internal disk derangement, l5-s1. The patient underwent a l5-s1 anterior lumbar interbody fusion with precision allograft and infused posterior segmental instrumentation with sextant percutaneous rodding. Per the operative report the prosthesis was a 16 mm; was soaked in water and then filled with the infuse sponge. This was impacted and recessed in place intraoperative radiographs were utilized for pavement and verification. No patient complications were noted. It should be noted that the patient had mild anemia in the pre-op evaluation but this was thought to be due to blood taken for auto-transfusion. On (B)(6) 2002 the patient was discharged from hospital. On (B)(6) 2002 the patient presented for a post op f/u. X-rays showed hardware in good position. On (B)(6) 2003 the patient presented with mild to moderate back pain and ongoing left lower extremity pain. On (B)(6) 2003 the patient presented with lower back pain with associated bilateral lower extremity pain going down to the heel, left > right. The patent was frustrated and depressed secondary to pain. The patient had significant back spasm. Medications: vicodin on (B)(6) 2003 the patient presented with increasing low back symptoms and pain with mild to moderate spasm in the lower back and pain. The patient underwent x-rays of the lumbar spine which showed the patient had undergone an anterior lumbar interbody fusion at l5-s1, with "sextant" type instrumentation posteriorly. There was a suggestion of slight distraction of the l5-s1 disc space. The interbody fusion appeared solid. Medications: percocet and paxil. On (B)(6) 2003 the patient presented with mild pain and improved spasm and ambulation. On (B)(6) 2003 the patient presented with a constantache in the low back and decreased rom. On (B)(6) 2003 the patient presented with constant slight to moderate low back pain, intermittent slight to moderate left leg pain, tender lumbar spine with spasms, and decreased rom. Medications: darvocet, flexeril, and paxil. The patient was declared permanent and stationary from her industrial accident. On (B)(6) 2003 the patient presented with low back pain. On (B)(6) 2003 the patient complained of an aching sensation across the low back, stabbing across the upper aspect of the buttocks, and a mixture of stabbing and aching which radiated down the left leg along the distribution of the left s1 nerve root distribution. There was decreased sensation in the left l5 and left s1 nerve root distribution. Per the encounter notes the patient had previously undergone electrodiagnostic testing which had shown positive result with injection of the disc at l5-s1. The fusion appears to be solid, so the reason for her continued back pain is obscure. On (B)(6) 2004 the patient presented with improved low back pain on duragesic path. Diagnosis: lumbar degenerative disc disease. In a (B)(6) 2004 letter it reported that patient was applying for disability due to l5/s1 fusion. On (B)(6) 2004 in a telephone encounter the patient complained that they were not getting any better and that the symptoms had worsened and that they had chronic spasms at night preventing sleep. The patient reported that they could not walk without a cane as the left leg often gave out and that they were depressed and essentially housebound by their pain. Medications: valium and percocet. The patient reported they had tried a tens units which had not helped. It was noted that the patient had not yet fully recovered from having had a total abdominal hysterectomy bilateral salpingo oophorectomy (tah bso). On (B)(6) 2004 disability determination report it noted that the patient had depression secondary to pain and was on lexapro. On (B)(6) (B)(6) 2005, in a letter, it stated that the patient's alleged impairments were as follows: l5/s1 fusion shattered back, new conditions starting 2004 = significant degradation in metal activity. The patient was reported as easily distracted and confused which affected their ability to perform/complete simple daily tasks/chores. On (B)(6) 2007 the patient presented with the preoperative diagnosis of lump in throat (globus hystericus) and dysphagia. The patient underwent surgery which consisted of an upper gi endoscopy to rule out nodularity in the hypopharyx. Impression: normal gi endoscopy. No patient complications were reported. On (B)(6) 2007 the patient presented with left lower quadrant pain with constipation and underwent a colonoscopy with removal of polyp. Therewas noted to be some inflammatory process and rigidity of the sigmoid colon consistent with diverticulitis. No patent complications were noted. On (B)(6) 2008 the patient presented with pain, muscle spasm and limited rom. The patient underwent cervical spine x-rays which showed disc degeneration at c5-6 and c6-7. On (B)(6) 2009 the patient presented with chronic increasing neck pain with bilateral radiation. The patient underwent a cervical spine MRI which demonstrated spondylotic changes at c5-6 and c6-7 with reversal of the normally anticipated dorsal concavity; 3.0 to 3.5 mm dorsal ridging with right sided predominance and right foraminal stenosis at c6-7 resulting in potential compromise of the existing right c7 spinal nerve; and 203-30% left foraminal stenosis at c5-6. On (B)(6) 2009 the patient presented with back pain, numbness and tingling to the upper extremities with a history of neuro-fibroma at t12-l1. The patient underwent a smri of the thoracic spine which demonstrated an expansive cystic lesion occupying the right neural foramen at t12-l1; no significant spinal cord stenosis or cord compression; and minimal degenerative changes. On (B)(6) 2009 the patient presented with preoperative diagnosis of cervical spondylosis and underwent surgery which consisted of a c5-c6 and c6-c7 decompressive micro-diskectomies; preparation of intervertebral disk space at c5-c6 and c6-c7; decompressive neuro -foraminotomies bilaterally at c6 and c7; insertion of interbody devices at c5-c6 and c6-c7; anterior instrumentation, cs, c6, and c7; use of allograft, use of intraoperative microscope; and use of intraoperative neuro-monitoring. On (B)(6) 2009 the patient was admitted to hospital with the diagnosis of tarlov cyst right t12-l1 and lumbar stenosis, bilaterally at l5 through s1. The patient underwent surgery which consisted of a right t12-l1 hemi-semi-laminotomies for decompression of tarlov cyst and bilateral l5-s1 lumbar decompression. Per the operative report csf fluid cyst, which appeared to be covered in a single arachnoid layer with no evidence of dura. Egress of csf was immediately noted. The cyst seen to emerge between the necks of 2 conjoined nerve roots, both of which were exiting at the t12 neuroforamen. The cyst was allowed to decompress. Direct surgical repair of the ruptured cyst was not possible as there was no dura, which could be re-approximated with suture. An overlay graft of duragen was applied and this was sealed using duraseal it should be noted that during the surgery it was reported that. The [l5-s1] stenosis appeared to arise from joint hypertrophy and ligamentum flavum calcification's. No patient complications were noted. On (B)(6) 2009 the patient was discharged from hospital. On (B)(6) 2009 the patient was admitted to hospital for a wound revision and repair durotomy. On (B)(6) 2009 the patient presented with the preoperative diagnosis of wound drainage and underwent a wound repair with repair of durotomy no patient complications were reported. On (B)(6) 2009 the patient was discharged form hospital. On (B)(6) 2009 the patient was admitted to hospital. On (B)(6) 2009 the patient presented with the preoperative diagnosis of pseudomeningocele with leak of cerebrospinal fluid from prior to surgical site and underwent a revision and repair of the pseudorneningocele and insertion of lumbar drain. Per the operative re port and prior surgical debris consisting primarily of a small amount of serosanguineous fluid was readily aspirated. Csf cultures were sent from an apparent csf leak and location previously documented. The leak was made evident by placing the patient under 40 m mhg valsalva. It was noted that there was a small pinhole in the axilla of the exiting nerve root. This was repaired using a small patch of duragen, __________ as well as duraseal glue. No patient complications were reported. On (b)(6 2009 the patient was discharged from hospital. On (B)(6) 2011. The patient presented to pain management with neck pain with bilateral upper extremity symptoms and low back pain with lower extremity pain. The back pain was described as aching, burning, stabbing, tight, and tingling. The cervical radicular pain was in the c5-t1 dermatonal distribution. Other associated symptoms reported were: difficulty staying asleep due to pain, muscle cramps, need for sleeping pills, numbness, unable to fall asleep, unable to stay asleep and weakness. Assessment: cervical radiculopathy and failed back syndrome (cervical and lumbar). Medications: halcion and percocet. On (B)(6) 2011 the patient presented to pain management with neck pain with bilateral upper extremity symptoms and low back pain with lower extremity pain. Medications: flexeril, halcion, and percocet. On (B)(6) 2011 the patient presented to pain management with neck pain with bilateral upper extremity symptoms, low back pain with lower extremity pain, and elbow pain. Assessment: cervical radiculopathy, lateral epicondylitis and failed back syndrome (cervical and lumbar). Tens unit in use. Medications: lexapro, vytorin, halcion, valium, and percocet. On (B)(6) 2011, and (B)(6) 2012 the patient presented to pain management with neck pain with bilateral upper extremity symptoms, low back pain with lower extremity pain, and elbow pain improved with brace and valium. Other associated symptoms reported were: difficulty staying asleep due to pain, muscle cramps, need for sleeping pills, numbness, unable to fall asleep, unable to stay asleep and weakness. Assessment: cervical radiculopathy, lateral epicondylitis and failed back syndrome (cervical and lumbar). On (B)(6) 2012 the patient reported neck and low back pain with increasing stiff muscles in neck and low back. The patient was reported as not doing well and/or receiving benefit from soma, flexeril, and later tizanidine. There was increased tone and pain to palpation of the splenius cervicis, trapezius, rhomboids, supraspinatus and infraspinatus muscles noted in the musculature of the head and neck. There was decreased rom. Assessment: chronic neck and low back pain and lateral epicondylitis. On (B)(6) 2012 through (B)(6) 2013 the patient presented in multiple pain management encounters with neck and low back pain, upper and lower extremity symptoms, difficulty sleeping secondary to the pain, and bilateral upper and lower extremity symptoms. Assessments or one or more of the following: chronic neck and low back pain, anxiety, lateral epicondylitis, and failed back syndrome. On (B)(6) 2012the patient presented with ongoing pain following surgery and underwent thoracic spine x-rays which revealed the pedicles to be intact. There were no compression fractures. The intervertebral disc spaces were equal. There were no paraspinous masses. There was no scoliosis. On (B)(6) 2012 addendum to (B)(6) 2012 x-ray results added that there was very minimal scoliosis to the right side at the t4-5 level. On (B)(6) 2012 the patient presented with thoracic back pain and underwent a thoracic spine MRI which demonstrated a somewhat unusual ovoid expansile uniocular csf signal intensity cyst at an extradural location in the expanded right t11 foramen possibly representing a tarlov cyst or extradural arachnoid cyst with a ball valve connection to the subarachnoid space, the patient had right t11 intercostal symptoms. There were no diskogenic basis for impingement shown and not compression fractures present. The thoracic spinal cord was normal in girth and signal. On (B)(6) 2012 the patient presented with persistent thoracic pain and per the encounter notes, had had an MRI which demonstrated a known neuro-fibroma at right t11. On (B)(6) 2013 the patient presented with pain and underwent a cervical spine MRI which showed postoperative changes of prior anterior cervical discectomies and ventral plate fixation procedure is shown at c5-6 and c6-7. Residual 3-4 mm posterior disc protrusion at c5-6 produces mild ventral cord contact and mild bilateral foraminal narrowing. There is 2.0 to 2.5 mm posterior disc bulging at c3-4 and c4-5 without impingement.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.